Event description:
Cathflo activase found to have a piece of debris floating in fluid after reconstitution. Observation of sterile water used to reconstitute vial also found to have 2-3 pieces of debris floating within it. Department uses bo 5 ml syringe luer-lo tip with blunt fill needles (18g.) To reconstitute medications. The debris does appear to be dark grey plastic pieces from the rubber stopper of the sterile water vial. Sterile water for injection (noc 0409-4887-17) 10 ml vial lot gl1839, exp 9/1/2025 cathflo activase (noc 50242-041-64) lot 3599077, exp 10/31/2025 blunt fill syringe ref305062 lot 3310907 exp 10/31/2028.(B)(6).